Manufacturer narrative:
(B) (4)

Event description:
The pulse generator exhibited high current drain during interrogation. Battery data on (B) (6) 2009 was 2.75 v, 17 ua and less than 1 kohms with 6.5-7 years displayed to elective re- placement indicator (eri). Outputs were set to 3.5 v. On (B) (6) 2009, battery data was 2.78 v, 95 ua and less than 1 kohms with 1 year displayed to eri. Outputs were changed to 2 v. Battery data was then 2.75 v, 9 ua, 1 kohms and 10 years to eri. There would be a follow-up in six months.